Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a kink in the sheath assembly from femoral marker to the proximal end. A kink was also observed in the telescope assembly from femoral marker to the proximal end. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing. The telescope assembly was not able to properly pull back, advance, or retract (due to the broken drive shaft and ic windup were found). In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from hub. Broken drive shaft and imaging core windup were found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-05782 and 2134265-2015-05783. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view an unspecified target lesion. It was noted that during pullback at post intravascular ultrasound (ivus), "disconnected" was indicated and the pullback was stopped. The opticross imaging catheter was then reconnected many times; however, the issue was not solved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-05782 and 2134265-2015-05783. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view an unspecified target lesion. It was noted that during pullback at post intravascular ultrasound (ivus), "disconnected" was indicated and the pullback was stopped. The opticross imaging catheter was then reconnected many times; however, the issue was not solved. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.